Event description:
A healthcare worker from the kidney center reported that while 2 pts were hooked up to dialysis treatment, they simultaneously experienced symptoms of formaldehyde exposure (ie, swollen lips, difficulty breathing). The dialysis treatments were immediately discontinued and the pts received medical treatment from the nurses on-site. The healthcare worker stated that prior to turning on the dialysis machines, nephretect was used to detect formaldehyde residual. No residual was noted.